Event description:
It was reported that the patient states that her tubing was ripped out of her cannula when she dropped the pump and she removed the cannula but feels like something straight is underneath the skin at the infusion site, however no harm reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including serial number; however, serial number and date of event was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.